Manufacturer narrative:
Batch review performed on 03 september 2018. Lot 144654: (B)(4) items manufactured and released on 06 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 3 months after primary surgery the patient was revised for knee dislocation due to patella tendon fracture. On (B)(6) 2018 the patient came in complaining of pain. The surgeon determined that the patient was dislocating. The surgeon revised the poly. The surgery was completed successfully.